Manufacturer narrative:
Tech found all four brake casters would lock, but would still swivel. Replaced all brake casters to resolve this issue. Unit found in empty room.

Event description:
Info received that the brake caster would lock, but would still swivel. No injury reported.